Event description:
On (B)(6) 2013, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. As the endoprosthesis chosen would land distally covering the right internal iliac artery, the right iia was intentionally embolized by coiling prior to the excluder implantation. The pt's access vessels on both sides were small, and outside the sizing guide for the advancement of the 18fr sheath. However, the physician decided to attempt advancement of the 18fr gore dryseal sheath on the left side. The first time was not successful; however, the second time the physician was able to insert the sheath. The excluder devices were implanted through the 18fr gore dryseal sheath. After deploying the device, final angiogram revealed the dissection of left external iliac artery and no distal neck sealing at the left side. The distal end of the contralateral leg component (B)(4) was now in the aneurysm sac. The physician attempted to gain wire access, but was not successful. The physician then performed a surgical repair of the dissected left external iliac artery, whereby the distal end of the contralateral leg component was anastomosed with a vascular graft, which was then anastomosed with the non-dissected portion of the left external iliac artery. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.